Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse requested the customer remove the optional reagent container insert from the magnesium reagent. The fse investigated the reagent probe and areas that would cause lower reagent dispense volume. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specs. No further eval of the device is required.

Event description:
Potentially discordant magnesium results were obtained on an advia 2400 for one patient (patient 1). The first result was reported to the healthcare provider and pt intervention was performed. The inpatient was given 2 grams of magnesium through their IV. The doctor requested another magnesium test and no further intervention was performed. A second patient (patient 2) was tested on the same system with an initial result of 0.9 and a repeat result of 1.9. No result was reported to the physician and no intervention was performed.